Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the physician that the legacy models of victory pacemaker exhibited fluid inside the header block noted during device change procedures. The physician suspected this may be due to deterioration of the sealing rings after a long implant duration. There were no reported adverse events pertaining to this anomaly.